Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer received a sensor error alert. The customer also reported a high blood glucose incident where their blood glucose rose to over 400 mg/dl. The customer also stated their high blood glucose was recurring as they previously reported a high blood glucose of over 500 mg/dl. The customer was advised to monitor their sensor. No additional information provided.